Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1maz3, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1maz3, ubd: 02-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that since implant, they had been getting sciatic nerve pain on the right side, the same side as their new lead. The patient noted it started mild but that it had been getting excruciating; it was very uncomfortable. The patient was having to take a medical treatment for sciatic nerve they could barely move. The patient noted they had not talked to their health care physician (hcp) since the surgery. The patient noted they thought the device would not affect the sciatic nerve. The patient stated they were asked if they had any falls and the patient stated they had no falls. The patient had called to inquire if there were any reports that the lead could cause sciatic nerve pain. Information was reviewed with patient. It was suggested to the patient to turn their device off to see if it went away and the patient noted it was really chronic and that if they turned the ins off they did not think it would make a difference; it would take maybe 2 months to keep the ins off. The patient also reports they were getting electrical shocks all the time at the lead site. The patient noted every time they leaned back they got a terrible shock at the lead site. The patient noted they had to turn the stimulation way down. The patient reported they had not been getting any benefit for bladder and bowel and that they had been having urinary and bowel accidents. The patient reported they have not been able to talk to their health care physician (hcp) since surgery and that they have been working to try different settings. The patient was on program 3 at 1.0v. The patient stated the hcp was called in the month prior and was told the patient had no success and the patient was told their hcp would get in touch with them. The patient was going to follow up with their hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1maz3, implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient called to see if stinging and burning, shocking is normal or expected at the lead site. Patient services (ps) reviewed that this is not expected. Patient states she has burning and stinging at the lead site and has never had symptom control. Patient reports she will be seeing the doctor in 12 days. Patient was advised to follow-up with their hcp. There were no further complications reported/anticipated.